Event description:
Customer reported system intermittently loses power and the right monitor flickers. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and monitor. System operates as intended.